Event description:
Subsequent to the previous medwatch filing, the following additional information was received: the promus stent was implanted on (B)(6) 2011 and the patient was discharged the next day. On (B)(6) 2012, the patient presented to the emergency room with chest pain. The chest pain resolved after 5 to 6 minutes. The patients electrocardiogram revealed flat t-waves, normal st segments and t-waves and normal intervals. The patients chest x-ray revealed mild cardiomegaly. The patients angiogram revealed lesion to the left anterior descending artery. A stent was placed in the distal lad and the event was resolved. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filing, additional information received reported that a previous drug eluting stent was placed in the rca and the stent was confirmed to be patent. The patient presented to the cath lab on (B)(6) 2012, with unstable angina. There was no evidence of a myocardial infarction. Angiography revealed a lesion in the distal left anterior descending artery which was successfully treated with the 2.5 x 12 mm promus stent. After the procedure, the patient continued to complain of mild left-side pain; however, ekgs and cardiac enzymes were negative. The physician noted that it is believed that the pain is musculoskeletal and is not cardiac chest pain. The patient was discharged in stable condition. No additional information was provided. Based on the additional information provided, it does not appear that re-stenosis occurred with the 2.5 x 12 mm promus stent; however, after placement of the promus stent to treat a previously implanted stent, the patient experienced mild left-side pain.

Manufacturer narrative:
(B)(4). Date of event and implant date: corrected. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the additional information provided, it does not appear that re-stenosis occurred with the 2.5 x 12 mm promus stent; however, after placement of the promus stent to treat a previously implanted stent, the patient experienced mild left-side pain. Pain, as listed in the instructions for use is a known adverse event associated with coronary stenting procedures.

Manufacturer narrative:
(B)(4). The reported patient effect of angina is listed in the instructions for use is a known patient effects that may be associated with the use of a coronary scaffold in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that after the promus stent was implanted, the patient had a revascularization, which suggests that re-stenosis occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation. A follow-up report will be submitted with all additional relevant information.